Event description:
(B)(6) y/o renal transplant pt was receiving the last dose of basiliximab via alaris syringe pump. The dose was 50ml, placed in a 60ml syringe. However, once loaded on the pump, the volume only registered a total volume of 46.8ml in the syringe. So, 3.2mls of medication remained in the syringe at end of infusion. Attempted to restart pump and re-enter the remaining volume of medication to infuse. Pump would not run. Transferred remaining volume of medication to 5ml syringe, reloaded on pump. Pump volume to be infused indicated 2.8ml. Decision made to administer remaining medication dose manually. Unable to deliver volume of medication ordered for pt.